Event description:
It was reported that the pt had second degree burns. The doctor who performed the surgery indicated to the pt that the burns were due to the defective device manufactured by stryker.

Manufacturer narrative:
At this time the part number involved in this incident is unk. Add'l info will be provided once the investigation has been completed.